Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a thermocool® smarttouch® uni-directional navigation catheter, and a magnetic sensor issue was experienced by the attending physician. Prior to using the catheter on the patient, the attending physician had trouble visualizing the catheter on the carto mapping system. There was no reported patient consequence and the issue was resolved with a similar like device. The awareness date was updated for this record from 5/30/2014 to 6/24/14 as this was the date the bwi failure analysis lab discovered reportable issues with the returned complaint catheter. Foreign light blue material was discovered underneath the catheter on the proximal side. Additionally, the clear sensor sleeve has a small cut that was found to have clear material inside of it. This is being reported because unknown material on a catheter may cause potential patient risk. The bwi lab analysis has begun but is not completed at this time.

Manufacturer narrative:
When the investigational analysis has been completed, a supplemental 3500a report will be submitted. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: carto mapping system (model and lot# unk). (B)(4).

Manufacturer narrative:
(B)(4) it was reported that during the pre-op to a procedure, a physician using a thermocool smarttouch uni-directional navigation catheter experienced a magnetic sensor issue and carto 3 visualization mapping issue with the complaint device. The bwi failure analysis lab received the device for analysis and found reportable issues including foreign light blue material on the proximal side of the complaint catheter. The catheter was visually inspected and ring #1 had light blue material underneath it on the proximal side. In addition, the clear sensor sleeve had a cut. These conditions were not originally reported on the complaint. Due to the quantity/mass size of the light blue foreign material specifically observed on this smart touch catheter, the identification of the type of material was not possible. It remains unknown the origin of the foreign material and how the clear sensor sleeve was damaged since bwi devices are 100% inspected before leaving the facility. Per the reported event, the catheter was evaluated for carto 3 recognition. The complaint catheter was recognized by the system, no error messages were displayed, and the catheter was properly visualized. Per the bwi lab findings, the customer complaint cannot be confirmed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures.